Event description:
It was reported that the patient was seen by the physician. The physician found the insertable cardiac monitor (icm) device had eroded through the skin of the patient. The physician explanted the icm device at this time. Another icm device was implanted to continue monitoring. The icm device is expected to be returned. No additional adverse patient effects were reported.